Event description:
On (B )(6) 2016, (B)(6) twin gestation premature infant became bradycardic following insertion and suturing of umbilical artery and vein catheters. Post-mortem x-ray revealed pneumomediastinum and possible pneumocardia. Autopsy noted intracardiac air embolism. Reported to the (B)(6) patient occurrence and tracking system as a neonatal death. The infant was born at 0734 on (B)(6) 2016 with a birth weight of (B )(6). Infant was limp, pale and floppy, was given ppv via neopuff and then intubated at 3 minutes of life for poor respiratory effort. Reintubated due to self extubation. Infant was brought to the nicu and reintubated for an air leak. Uac (3.5 french) and ovc (5.0 french) were placed under sterile conditions. Aug from the uac was 7.38/39/183/-2. At the end of the procedure, the infant became bradycardic to the 80s. End tidal co2 monitor was purple therefore the baby was reintubated x3 with no minimal change in capnograph. Chest compressions were started. The infant was given 3 doses of IV epinephrine, 1 epi via the ett, 2 normal saline boluses and 2 na bicarb. She did not respond to any intervention, and was pronounced at 1000. Post-expiration chest x-ray showed a pneumopericardium. Review conducted and completed with a focus on the insertion process. Both umbilical catheters had been discarded and were not available for inspection. Via the facilities occurrence reporting process over the next four months three instances of covidien argyle polyurethane umbilical catheters have been reported to be leaking where the flexible part of the catheter meets the hub. All of these instances involved catheters that were in use in neonates. Based upon these subsequent issues with the umbilical catheters integrity, the facility determined that the potential exists that the umbilical catheters inserted in the premature infant may have had a similar defect that allowed for the introduction of air into vascular system.